Event description:
It was reported that the customer's device did not boot up properly. The device would only boot into service mode and would not have the ability to function normally if needed on a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the connector from the user interface pcb to the main keypad assembly had migrated up slightly. This affected the connection between the two and led to the reported device issue. After the connector was reinstalled properly, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.